Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on home choice (hc) device during dwell 2 of 3. The baxter technical representative (tsr) determined that the blue clamp was open. The tsr reminded the care giver(cg) that the clamp must be closed if there was no bag connected to it. The tsr had the cg close all the clamps to the bags and patient line, cycle power off and on. Hc alarmed se 2367. The tsr advised the cg to either continue with manual bags or change to all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.